Event description:
It was reported than an arteriotomy of the common femoral artery was attempted using a starclose se with a 6f sheath after a diagnostic procedure. Reportedly, when the starclose se was retracted to position the locator wings against the vessel wall, the device came out of the artery resulting in the lost of vessel access. Once the starclose se device was out of the artery, the locator wings were found to remain opened. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event, loss of vessel access with locator wings open, was confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to use technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.